Event description:
New information received on (B)(6) 2018 notes that there was cardiac perforation. The adverse event did not occur until after the initial implant procedure was completed. Issue was resolved after lead repositioning. Patient was fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pericarditis. Pericardial effusion was noted. Following the implant, patient experienced nausea, vomitting and associated shoulder pain. CT of the chest revealed trace amount of pericardial blood. Repeat echo on (B)(6) 2018 showed pericardial effusion. The atrial lead was suspected to be dislodged. Lead repositioning was performed. Additional information was not reported.

Event description:
New information received on 9/28/2018 notes that the atrial lead had penetrated the intra-atrial septum. There was loss of sensing and loss of capture due to lead dislodgement. Issue was resolved after lead repositioning. Patient was fine.